Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap gastrectomy, the device was activated without pressing the hand switch on the mayo stand after several actuations. When the hand switch was pressed to stop the activation, an alarm was heard and the device became not to be activated. No error code was displayed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested on the generator and the hand control buttons were not functional. However, the device did activate when tested with the foot switch. Continuous activation did not occur during testing. The device was disassembled to inspect internal components. Moisture was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The evidence that was found on the instrument was: moisture in domes; blade damage.